Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver procedure, suture does not glide well at all. It was difficult to tie and running locking stitch on the liver without the necessary glide does not allow for appropriate tension on the liver. Surgeon went back with another sutures from different manufacturer. There was no patient injury.